Event description:
It was reported that during a bph surgical procedure, the "fiber tip damaged". The procedure was completed with an alternative procedure (turp). Patient outcome: "no injury to patient" reported. There was no further information reported.

Manufacturer narrative:
(B)(4). The glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface; the fiber exhibits scratch marks on outer flow tubing. Based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Joules used: 32249. Time expended: 0:05:21 minutes. The fiber tip was not cleaned during the procedure.